Event description:
Catheter in body, when connected to motor drive unit received an error code on the ultrasound machine monitor. Machine stopped functioning. Catheter removed from body, another ultrasound machine obtained form the o.r. Procedure completed. No harm to pt. This has not been the first time that this has happened. Company fully aware of problem. Has had maintenance work completed by the company. Company notified asap of issue. New machine is to be shipped in.